Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal portion of the dl was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. Electrical continuity testing did not reveal any discontinuities. The clear bionate appeared unremarkable. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield adjacent to the pump housing and approximately 3.5¿ through 4¿ from the pump housing. Visual examination of the underlying wires revealed a breach in the insulation of the brown wire 3.5¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Both segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of the compromised brown wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages as captured in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard a continuous sound on (B)(6) 2019 and on the morning of (B)(6) 2019. The patient was asymptomatic and presented to outpatient clinic. The medical engineer confirmed the history of the event on the system monitor in the outpatient department. The system monitor recorded pump off and lower speed operation. A red heart alarm occurred when the system controller was connected to the power module. The patient was hospitalized with batteries connected and the system controller was exchanged. Analysis of the log file confirmed pump stops and low speed operations while attached to the power module and batteries. X-rays were taken of the percutaneous lead but were unremarkable. On (B)(6) 2019 the pump was exchanged due to driveline fracture. No additional information was provided.